Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was elevated (523 mg/dl). Customer suspected that the cause was related to the infusion site; however, this was not confirmed. Customer delivered a correction bolus and changed the site to resolve the issue.